Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse noticed the amplitude was low on the performance check at 50cm. He did the ddi calibration and the amps came into specs at 62cm, and te map was 20cm. He said the unit alarmed correctly. Performed the 7 year pm and all is ok now.

Event description:
The following description of the event was received from carefusion fse on 6/19/2014. The carefusion fse called to report that this unit this unit stopped on a patient. He reports that the settings on the vent at the time were map 6.0, amp, 8, power at 2.0, and bias flow 15 lpm. The max alarm was set at 49cm. The patient was placed on a different vent and there was no harm to the patient.